Event description:
A certified ophthalmic tech reports that at the very beginning of lasik surgery, the laser stopped firing and the procedure could not be completed within the same session. The pt returned the following day and the surgeon decided to let the pt heal for 2-3 months prior to finishing the treatment. The pt was 20/20 bcva pre and post operative.